Event description:
It was reported that the lead became stuck in a cps sheath. The lead was damaged during an attempt to retract the sheath. Large lead diameter is suspected. Lead was explanted and returned.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field damage was confirmed. The appearance of the lead indicated that the lead tip and inner coil were damaged during the procedure, as reported. The field complaint of a lead diameter anomaly was not confirmed in the laboratory. Maximum lead body diameter was within spec. The lead exhibited normal electrical characteristics. No anomaly was found.